Manufacturer narrative:
Plant investigation: the device returned to the manufacturer for physical evaluation. A visual inspection of the cycler exterior the rear panel was damaged/pushed in and the power entry module was damaged. There were indications of dried fluid within the cassette compartment on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Power on self-test failed due to cycler not powering on. This was due to disconnected power entry module spade connectors. Replaced the power entry module with a known good part in order to power on the cycler and proceed with the investigation. Removed the known good part from the returned cycler at the end of the investigation. Upon power up, the cycler touch screen test failed. The ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. The cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became operational. There were indications of dried fluid on the inside of the rear panel, on the bottom cover under the pump, on the baseplate behind the front panel assembly. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review verified that the results of the in-progress and final quality control testing met requirements. Upon evaluation completion, the reported issue was confirmed, and the cause was an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler went blank during an unknown step of treatment complete. The patient pressed the ok and stop keys, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.